Event description:
It was reported there was a no disposable pump won't run alarm. Alarm silenced and settings reviewed. The reservoir volume appears to have been accidentally reset to 100ml. Pump turned off and tubing clamped near port site. The pump was alarming no disposable clamp tubing. Stopped and restarted the pump. The pump was then running correctly. The reservoir volume had been reset. There had been multiple no disposable alarms this morning. The pump stopped and continued to double beep. Settings reviewed. There is less than 6% remaining at this point. Pump powered off and line clamped. Explained that this is considered a completed infusion. There was no patient injury reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.